Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - health effect clinical code 4581: significant reduction of irido-coneal angles h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) or reposition is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.